Event description:
A physician reported that the tulips of two oasys screws, placed at left-side c3 and c4, became disengaged during explant surgery. The devices had been implanted for approximately 10 years and were being removed as part of a procedure to replace the older devices and extend the construct. The physician could not remove the screw shafts and elected to leave them implanted and begin the new, extended construct at c5. This report captures the screw implanted at c3.

Event description:
A physician reported that the tulips of two oasys screws, placed at left-side c3 and c4, became disengaged during explant surgery. The devices had been implanted for approximately 10 years and were being removed as part of a procedure to replace the older devices and extend the construct. The physician could not remove the screw shafts and elected to leave them implanted and begin the new, extended construct at c5. This report captures the screw implanted at c3.

Manufacturer narrative:
Visual inspection of the returned device confirms that tulip head was disengaged from screw shank. Device history records were reviewed for this lot and no relevant manufacturing issues were found. Complaint history was reviewed and no similar complaints for this lot were identified. It was reported that device had been implanted for over 10 years. The IFU states: "while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials, which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors, which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone."